Event description:
Account alleged the brakes would not stay engaged.

Manufacturer narrative:
The hill-rom field investigation indicated the brakes would not hold on the bed. The hill-rom technician adjusted the brake/steer caster to repair the bed. The affinity service manual (man 272) documents a function check for the caster tires and central brake and steer as part of preventative maintenance. The components should be checked for cuts, wear, tread life, etc. And the brakes should be checked to ensure the bed will not move when the brake is activated. If the bed moves, inspection for wear and adjustment may be necessary. The steering pedal should also be checked for proper locking when activated.